Manufacturer narrative:
A ge service rep performed an on site investigation. The dsad memory card was replaced during the service call.

Event description:
The customer reported that the stenoscop system would not fluoro and had no image. No pt injury was reported.